Manufacturer narrative:
The manufacturer service technician found that the smoke evacuator was not respond to controls due to the motor being seized. The tech removed and replaced the smoke evacuator motor and returned the unit to service.

Event description:
It was reported that the smoke evacuator was not working during a procedure. The case was completed successfully without any procedure delay. There were no adverse consequences associated with the device.